Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of 600 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider twice "in the past 1 month". Customer was treated with intravenous fluids of saline and insulin and was discharged 12-16 hours later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Date of event(s) is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.